Event description:
Invalid results. The first line was clear and second line was smeared all over the test I retested myself the same thing happened.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.